Event description:
Further follow-up revealed that the pt underwent ncp system replacement surgery, during which both the lead and generator were replaced.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. X-rays reviewed by manufacturer revealed that the lead electrodes were implanted with strain releif and 3 tie downs. The generator was implanted in the left chest with feedthroughs intact and lead wires intact at the connector pins. The positive (lower) lead connector pin could not be verified as being fully inserted past the generator connector block. There were no visible gross lead discontinuities or acute angles along the entirety of the lead. No adverse event was reported in conjunction with the high lead impedance condition. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.